Manufacturer narrative:
Block b3: exact date unknown, event occurred around a year ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2317500; model: sc-2317-50; serial: (B)(6); batch: 5092894/5175654.

Event description:
It was reported that the patient was not able to get adequate pain relief despite multiple reprogramming attempts. The patient underwent a spinal cord stimulator (scs) system explant procedure, and the explanted devices were discarded by the medical facility.